Event description:
Pt's metal-on-metal hip was revised to address pain. There was also some drainage, but pt was not infected. No signs of metal wear were found; however, there was wear between the head and neck, excessive corrosion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.